Event description:
It was reported that the therapy started on (B)(6) 2020 and the pump stopped working on (B)(6) 2020. The patient was advised to call her surgeon/ hospital where she had her cesarean section. No further information is available.

Manufacturer narrative:
We have now concluded our investigation for the complaint received. A review of the batch manufacturing records could not be performed as no part or lot numbers were provided, however, there are no indications to suggest that the device did not meet specifications upon release into distribution. A complaints history review was carried out across all pico 7 products, there have been further complaints reported with this issue in the past three years. The device was used for treatment. It was reported the device stopped working during therapy. The device was not returned for analysis. Reasons that device may have stopped working is; the device detected a leak and paused therapy so that the leak could be rectified. The dressing was saturated and required to be changed. There was a filter blockage. The batteries needed to be exchanged. The device entered an error state for patient safety as it detected unsafe levels of use we have not been able to confirm a relationship between the event and the device or identify a definitive root cause on this occasion. No further actions by smith and nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range.